Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The wound after device implantation looks red and infected and is painful, it looks like an abscess under the wound and the device is at the surface. The pocket is not clearly infected, there is no pus, possibly it was a rejection reaction of the body due to the device. The biomonitor was explanted on (B)(6) 2019.

Manufacturer narrative:
The wound looks red and infected and was painful, the patient was diagnosed with pocket erosion. According to hospital letter the pocket did not look infected during explantation. The biomonitor was explanted on (B)(6) 2019 and the wound was purged with water. An erosion was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.